Manufacturer narrative:
Cmp-(B)(4). G2: foreign event occurred in japan customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during incoming inspection at the distributor warehouse, debris was found in sterile packaging. No patient was involved in the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 visual evaluation of the returned product found a hair-like debris within the blister seal. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Review of the device history records identified no deviations or anomalies during manufacturing. The condition of the device when it left zimmer biomet is considered non-conforming to specification. The root cause of the reported event can be attributed to packaging operator not following the work instructions provided. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.